Event description:
The customer reported that the insulin pump alarmed no delivery and other error alarm. The caller stated that the customer has also shut down twice in the last two weeks. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device had missing end cap sticker. Further testing could not be performed due to the error alarms.